Event description:
Presented to emergency dept with headache and vomitting. CT scan showed significant enlargement of the lateral and third ventricles due to malfunction of ventricluar-peritoneal shunt. Shunt was implanted 11/13/90.